Event description:
On 20 jan 2010, after cleaning, the sales representative noticed that the incompass t handle hex retaining driver was not functioning properly, in that it would not hold a set screw. There was no patient involvement. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
There was no pt involvement. Device is an instrument and not implantable. Evaluation is pending upon completed investigation of the product and requests have been made for return of product. Device manufacture date is unknown.